Event description:
Burn this information was obtained from a user facility med watch number (B)(4): a snowden-pencer small breast retractor was used during a breast reduction and reconstruction. The scrub did not ask to have the light turned off when the lighted retractor was not in use. It was laid on the patient's abdomen where the heated retractor burned the patient in several areas on the lover right quadrant of her abdomen. The circulating nurse saw the light on and turned it off. Several minutes later the doctor asked, "where did these burns come from." They were already red and blistered. This is not the first time our facility has experienced burns from a lighted retractor. This kind of burn has occurred with different retractors and different manufactures. The facility wanted to report this as a warning to other facilities. Care must be taken when using lighted retractors in that they can become hot during use.  This facility did a check of heated retractors back in 2009: during a similar event that happened in 2009. A retractor was connected to a light source. The temperature of the retractor was monitored. Within 10 minutes of the observation and the light source at 100%, the retractor heated to appox. 155 degrees fahrenheit. On 12/2/2011, writer spoke with (b)6) at (B)(6) regional: he confirmed the event that took place as stated in the user facility medwatch. He confirmed that the light cord being used was catalog number 88-9760 which is the snowden-pencer recommended light cord. The light source was being used a 100% and was stryker model 220-200-000. He indicated that these burns do happen occasionally with many types and manufactures of lighted retractors and does not think it's a product problem but more the nature of all retractors.   The patient was treated with cold saline and silvadene dressing. The patient has had a follow up visit at the physician's office and is expected to have full recovery with no lasting effects.

Manufacturer narrative:
The device was not received for evaluation and additional information was not provided. A lot number was provided; therefore, a DHR review was performed. A review of the device history record (DHR) did not indicate any issues that would have contributed to the reported failure. Without the device, and additional information, a determination could not be made. Should the device become available, a new issue will be opened and an investigation will be performed. (B)(4).